Event description:
The pt reported that he attempted to administer a quick bolus with the down arrow button but the button would not function. The pt stated that the button is not cracked and is in "good shape". The button did not respond to pushes. The pt reported that the infusion device has not been dropped or exposed to water. The pt did not report any blood glucose concerns. The product was replaced and requested to be returned for eval.